Event description:
Report rec'd from baxter states flow stopped after three days of pt use delivering only 40ml of the total 60ml fill volume. The infusor was filled with 1750mg of 5fu in 60ml of nacl. The pt's access site was a central catheter on the chest with a 22g x 19 needle. According to the reporter, when the flow stopped, the device was removed from the pt and was not flowing. In an effort to resume flow, the nurse attempted to force prime the device and was unsuccessful. The reporter states there was no injury to the pt, however, the pt did not receive the entire treatment.

Manufacturer narrative:
The device involved in this incident has been returned to baxter for eval. However, as of this date, the eval has not been completed. Upon completion of the evaluation, a follow up report will be submitted.